Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 250 mg/dl. The customer was unsure of the cause of the elevated bg level. Reportedly, the customer ate pizza and bg level increased to 275 mg/dl. At the time of the report, customer's blood glucose level was 174 mg/dl after delivering a correction bolus.